Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. A lot history record review could not be performed as the lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro2 was working intermittently, it was powering on and off. It was reported that it was shutting on and off like a short circuit, not likely from the safety mechanism. The cord was changed out, but it continued to short. A vasoview 7 was used to complete the procedure. There were no pt effects. The product is returning.